Event description:
The doctor has indicated that the abutment screw has fractured. The doctor was able to remove the screw without damaging the implant.

Manufacturer narrative:
Visual inspection of the returned iuniht certain® titanium hexed screw confirms the screw has fractured. Based on the complaint lot history and DHR review there were no causes that might have contributed to the event as reported. There is no indication of a manufacturing deviation that would contribute to the malfunction reported was found. Root cause cannot be determined.

Manufacturer narrative:
Device not returned to manufacturer.